Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A hospital in (B)(6) reported the pfna perforated blade is badly jammed and stuck into the extraction screw during removal. This report is #1 of 2 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The item had been jammed up. Nevertheless our pm has managed to get it disassembled again. Note that the item is still in good order and therefore fully functional. We can only suppose that the operator did not follow the op instruction during removal, possibly wrong direction of rotation, and this resulted in the jamming up of the pfna blade. The review revealed that the article was manufactured according to the specifications. In addition these blades are function checked per 100 percent before they leave the manufacturing facility. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume that there was a technical complication during removal.